Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The pump was started in application and problems were found with the device double beeping with a cassette attached. No issues were found with error code 1720. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.

Manufacturer narrative:
Additional information received on 17-oct-2019 that the event occurred during testing.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed a double alarm with the cassette attached. There were no injuries or adverse events reported.